Event description:
Per the clinic, the patient experienced performance decrement, loss of electrode function and open circuits. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.